Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support. While on support, the patient went into ventricular fibrillation. The patient was defibrillated once and returned to bradycardia with heart block. Arrhythmia occurred an hour after repositioning the impella. It was noted that arrhythmia was unrelated to the impella cp. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation for the reported atrial arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the atrial arrhythmia could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿